Manufacturer narrative:
The reported event was unconfirmed - product met specifications. Visual inspection noted one unopened closed wound suction kit was received with the trocar. Visual evaluation noted no obvious defects. The trocar appeared to be very sharp with no abnormalities. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : testing of device from same lot/batch returned from user.

Event description:
It was reported that the trocar was dull and hard to puncture the skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the trocar dull and hard to puncture the skin to use.